Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: bronchial injury - yet another collateral damage of cryoablation. J atr fibrillation. 2019 jun 30;12(1):2182. Doi: 10.4022/jafib.2182. Ecollection 2019 jun. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation catheter: there was one (1) patient who complained of a sore throat and cough, shortly after the ablation procedure. Two hours after the procedure, the patient had ¿multiple episodes of hemoptysis.¿ a chest CT scan was performed, and no pulmonary embolism, aortic dissection or thrombosis was seen. The patient continued to have a small amount of hemoptysis; apixban was not restarted, and aspirin was stopped. A bronchoscopy was done which showed a ¿moderate amount of dark maroon blood in the left mainstem bronchus, which was completely occluding it.¿ the blood was suctioned away and there was a small area of redness seen. The patient was hemodynamically stable and was managed with cough suppressants. The hemoptysis ¿completely resolved¿ two weeks after the initial procedure. A repeat chest CT scan was done at four weeks post-procedure, which showed complete resolution. At the six months follow up visit, the patient was asymptomatic and in sinus rhythm. The status/disposition of the cryoablation catheter is unknown. Further follow up did not yet yield an y additional information. No further patient complications have been reported as a result of this event.